Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. Philips remote service engineer (rse) inspected the system remotely and found that the system was unable to start up. Review of the system log file showed that there was malfunctioning in sib (system interface box). Upon troubleshooting, rse found that the system had power but all monitors were blank. After that, philips field service engineer (fse) inspected the system onsite and confirmed that phase 1 ups was in alarming state, there was no power in the host pc, ippc and ethernet hub and no direct current output voltage. To resolve this issue, fse replaced the pd (power distribution) scomp. Dcps (direct current power supply). The defective part was returned to philips for analysis and the cause of power supply failure couldn¿t be conclusively determined by supplier part analysis. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.